Event description:
It was reported that during the implant attempt of the lead, when attempting to screw the lead in for his bundle pacing, the lead would dislodge. The physician attempted to place the lead four times. Each time after slitting the catheter, the lead would fall out of position. The lead was not used and the physician ended up implanting a new lead in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.